Event description:
The customer stated the instrument generated sample probe obstruction errors. Upon inspection, the customer found 4 drops of auto gloss leaked from the cap piercer. The cts advised the customer to perform maintenance on the blade/wick and call back if the issue persists. The customer called back stating they replaced the cap piercer blade/wick and the leaking became worse.

Manufacturer narrative:
A field service engineer went to the site and removed the large waste valve and the acrylic blade washing assembly and found a small amount of rubber cap debris blocking both valves. The fse cleaned and removed the debris from both valves; however the leak was still present. The fse ordered a new cap piercer assembly to install the next day. This resolved the issue. The cap piercer assembly was returned for investigation but it could not be tested because it was received with poor packaging and visible damage. It could not be instrument tested due to the damage. Upon recur, this failure mode can impact any or all chemistries, including critical chemistries. (B)(4).